Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#: 33540234x); lxmj37s, maryland xp inline sealer/divider 37cm (lot#: 33540234x); vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lap subtotal colectomy procedure using the device, the handpieces was unable to seal properly, resulting in extended surgical time by one hour. The sealing was inadequate or partial, with evidence of energy delivery and end tones heard and bleeds after cutting approximately 150 ml collected through suction. The grasping was fine, and no error was coming on the generator. The procedure involved sealing colon and abdomen tissue, approximately 3-5 millimeters thick. The jaws of the device were cleaned every 10 minutes, and approximately 15 good seals occurred before the issue. There was no blood transfusion performed and no medical intervention/surgical intervention to retrieve the broken piece. The device was connected to the generator, with software version 4.0. The surgeon had to open another handle to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the sealing was inadequate or partial. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.